Event description:
The customer reported bellavista1000 technical failure 401 happened after every cycle on off. Furthermore, the customer confirmed that there was no patient delay of intervention and no patient harm associated with the event. The issue happened prior use.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, vyaire medical technical support was able to verify big leakage on insp valve. No exact root cause has been determined at this time. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to defective inspiration valve nt. As a resolution, vyaire engineer replaced insp block and the problem solved.